Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Reporter indicated "during an ultrasound-guided puncture of the gallbladder using a drain, an incident occurred. The drain and the trocar could not be separated, preventing the trocar from being removed. The equipment was then removed, the equipment was changed and the puncture was performed. Medical intervention was required."

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. One opened sample was returned from the customer for review. A visual inspection was performed on the returned product. It was observed that the metal stiffener was bent which might be the reason for the resistance when tried to be removed. The complaint was confirmed. This might have happened due to the product not handled properly. Since the most likely cause for the damaged stiffener is related to an event within the user's environment and not a manufacturing issue, no corrective action can be implemented at this time. Additional information provided in d.9., h.3., h.6. And h.11.